Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number 26 failed because it fractured at the head. The doctor reports that the procedure was not concluded by placing another implant.